Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated and loss of pacing was noted. The physician suspected premature battery depletion on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of radio frequency (rf) telemetry anomaly was confirmed. The device was above elective replacement indicator (eri) when received. The memory registers in the device showed the cause of the rf telemetry issue was due to a firmware anomaly. The device's functionality was bench tested; inductive telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry.